Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was over delivering. Additional information was received stating that the issue was found during testing and there was no patient involvement.

Manufacturer narrative:
The unit was received for evaluation and the reported issue could not be confirmed at this time; the unit underwent several alarm tests and the unit passed. The unit was tested for accuracy using 125ml and the delivered rate was as expected. Water was used for this test. The unit¿s software was updated. The gaskets and tie were replaced due to opening the unit during the evaluation. No further actions are needed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.